Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site city is (B)(6). Updated field : b4, g3, g6, e1 (event site city) , h2, h11.

Event description:
It was reported by the customer that during use of the cardiosave intra-aortic balloon pump (iabp) is suspected of blood infiltration due to balloon rupture. There was no patient harm. Our sales representative was contacted about the balloon rupture and is currently checking the equipment status with the hospital as there is suspicion of blood infiltration into the device. The hospital has reported that they do not suspect blood infiltration.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the inside of the device (pim, safety disk, manifold, various tubing, etc.) And no traces of blood infiltration were found. After checking, we conducted a leak test and confirmed that there were no other abnormalities. The equipment is in good condition.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6) hospital. Event site address - (B)(6). Event site telephone - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use cardiosave intra aortic balloon pump (iabp) there was suspected blood infiltration due to balloon rupture. There was no harm or injury reported to the patient.